Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the reported event is the o2 blender assembly. After replacing the defective blender, the fsr performed the user verification test. The fsr reported the device meets factory specifications.

Event description:
The customer reported while using the vela ventilator; there is a large leak coming out of the blender. The customer reported there is no patient involvement associated with the event.